Event description:
It was reported that during an lap hysterectomy procedure, the device was used for less than a minute and the tissue pad came off the device. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.